Event description:
Information received from (B)(4) service center in (B)(4) indicates that pump experiences error code 13.

Manufacturer narrative:
Pump pcb board was replaced. This MDR is being submitted because this device is similar to a device marketed in the united states.